Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube has various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. It was concluded that the damages found to the distal pulley and main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damages to the pitch cable and main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during set-up and prior to starting a da vinci surgical procedure, the wires on the prograsp forceps instrument were identified as being frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.